Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that a use issue was the cause of the ventricle perforation. The failure mode will be monitored and trended. Ventricle perforation IFU quotes: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age and gender presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the pigtail of the impella cp pump perforated the patient's left ventricle. A surgical closure was performed to repair the perforation and the pump was replaced with an impella 5.5 pump. The patient was considered to be stable following the intervention.